Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. Mlc-52 user had incorrect code key. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Sheila, wife, is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/21/2019 and open vial date is within the month of april 2017. The meter memory was reviewed for previous test result history (date / time not set): the 258mg/dl (B)(6) 2017 10:00 pm fasting: yes, the 247mg/dl (B)(6) 2017 06:00 pm fasting: yes, the 245mg/dl (B)(6) 2017 01:00 pm fasting: yes, the 426mg/dl (B)(6) 2017 07:00 am fasting: yes, the 331mg/dl (B)(6) 2017 10:00 pm fasting: yes. I spoke to (B)(6) who was calling on behalf of (B)(6). She was calling in regards to getting the low battery signal on the meter. While speaking to the (B)(6) it was verified the code chip was not matching the test strip. The code chip on the side is 4336. She was advised the code chip has to match the test strips in order to get accurate results on the meter. She then stated her husband is getting high results when the blood test was performed. The customer is not having any symptoms of high blood sugar now or before. Unable to get results from the meter due to low battery signal and the results were given from the owner's booklet. Unable to verify the exact times and was given approximate times. There are no more test strips available since the vial of test strips is finished.